Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call scratches on the insulin pump screen. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was scratched and could no longer read the display. Customer also reported that the insulin pump had a motor error alarm and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Pump was received with severely scratched display window.

Manufacturer narrative:
The correct information has been provided with this report.